Event description:
It was reported that the console has low power output. The debris shield was replaced but the issue remains unsolved. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. During service the power output was checked, and it was within specification. Performance tests were completed. There were no errors at start up, and coolant level was optimal. Also, the optical alignment and aiming beam intensity were normal. There were no leaks. The console was within specifications and functioning as intended. The reported event of low power was not confirmed. The event with the debris shield being replaced was confirmed. However, it was confirmed that the console blew a debris shield and it had to be replaced. The debris shield issue could have affected the device performance leading to the event experienced by the customer. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console has low power output. There was no patient involved.